Event description:
It was reported that the motor device had holes in the hose by the foot pedal device. During in-house engineering evaluation, it was observed that the device had low power. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device has holes in the hose by the muffler and low power. Therefore, the reported conditions were confirmed.. It was determined that holes in the hose were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that low power was due to the holes in the hose and worn out bearings. The assignable root cause was determined to be due misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.